Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an infection at the pocket site. The device remain implanted in the patient. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2352500; model: sc-2352-50; serial: (B)(6); batch: 7070101/7070619.

Event description:
It was reported that the patient had an infection at the pocket site. The device remain implanted in the patient. No further information has been obtained despite good faith efforts. Additional information was received that the patient underwent an explant procedure.